Event description:
Physician reported right side gel bleed and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, gel bleed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Gel bleed: unable to observe as it is not related to the device. As per the investigation procedure creases, wear abrasion, one opening and non-penetrating nick was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side gel bleed and capsular contracture baker, grade iii. The device has been explanted.